Manufacturer narrative:
Correction: section g3 - the date received by manufacturer on the previous report should have been jun 25, 2021 rather than jun 25, 2020. Correction: section d6b - the date of explant on the previous report should have been (B)(6) 2021 rather than (B)(6) 2020.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the entire system was explanted and replaced to address the issue. Reportedly, the issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03355, 3006705815-2021-03357. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Diagnostics discovered multiple contacts with high impedance on one of the patient's leads. Surgical intervention may take place at a later date to address the issue.